Event description:
The customer reported that the insulin pump does not alarm no delivery when she has had bent cannulas. The customer stated that the past few days she has experienced some high blood sugars, and when the infusion sets were removed she has found that the cannulas were bent. The customer declined to perform the high pressure test and requested a replacement of the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.